Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture, breast pain, deformities. Analysis of the product's photo: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 350cc mentor memorygel breast implants, suffered bilateral breast implant ruptures, breast pain, breast deformities, and right breast implant pocket displacement, post-procedure. The complications were diagnosed via physical examination and CT scan also confirmed the ruptures. As a result, the patient underwent lateral and inferior capsulorrhaphies, bilateral removal and replacement on (B)(6) 2021. Replacement devices were the following: (left) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9562733 sn: (B)(4) and (right) 350cc mentor memorygel breast implant catalog: 3503501bc lot: 9594655 sn: (B)(4). This medwatch form is for the left breast prosthesis.